Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serious injury reports for codes 100/102 (accuracy general/overdelivery) for lifecare 5000 plum products is aprpox. .33/million sets.

Event description:
Report received of backflow of secondary solution into primary container resulting in non-delivery. The pump had been in use infusing d5.45ns at 20ml/hr via primary without error. At 2pm, a nurse added a secondary infusion of heparin 25,000u/250ml at 10ml/hr. At that time, the nurse noted there was approximatley 200ml remaining in the primary container. The nurse checked the system at 2:45pm and saw that the heparin container was almost empty (approximatley 10-20ml remained), while the primary container volume had increased to approximatley 400ml. Both IV set drip chambers were completely filled with fluid. No device alarms sounded. The patient's ptt was within normal limits. The infusions were restarted on a different pump with new tubing. The delayed heparin delivery did not cause any adverse patient effects.